Event description:
Began using philips dreamstation CPAP (continuous positive airway pressure) (B)(6) 2016. In 2021 began experiencing shortness of breath, worsening of copd (chronic obstructive pulmonary disease); now has 30% reduced lung capacity.